Event description:
The device will not turn on, and gives a failure code 550. Additional information: per clinical engineer, this device was not in use on a patient when it went into failure code 550, and there is no incident report involving this pump. Pump came from the clinical floor with the reported problem.